Manufacturer narrative:
Pump received with intermittent up button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the up arrow button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.